Event description:
It was reported that there was a lead replacement. The original lead placement was too superficial for ¿subq¿ placement. The physician placed another lead on the right side of the neck that was more ¿subq¿. There was a lead replacement. Reprogramming was done as part of troubleshooting. There was a burning sensation at the lead location when the stimulator was turned on. Additional information was received on (B)(6) 2015 indicating that the patient was receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).